Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. The pump and introducer were returned for investigation. Delivery issue: the product was returned for investigation, and a kink was observed on the catheter distal to the motor housing. Additionally, a cannula kink was observed near the motor housing, and a kink in the guidewire was observed as well. The cause of the delivery issue was most likely related to the patients condition, as clinical reported calcified vasculature as the cause of resistance. Product damage (catheter kink): clinical reported that during insertion of the pump, resistance was met due to calcified vasculature, and the catheter became kinked distal to the motor housing. The product was returned for investigation, and a kink was observed on the catheter distal to the motor housing. The cause of the catheter kink was most likely related to the patients condition, as clinical reported calcified vasculature as the cause of resistance. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Pt came down for 5.5 planned escalation. Pt prepped and draped in standard fashion. Graft sewn on and anastomosis achieved without difficulty. Lv access achieved with wire. Cath removed. Impella backloaded after priming. Md inserted impella but met large resistance getting the impella across the bend of the inomenant. The surgeon continued to push and pull technique as well as fingers in the pocket manipulation. Ultimately, the catheter just distal to the motor housing became bent and lost its integrity. Md decided to remove impella and opt for a new 5.5.